Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the users did an operational check while the device was connected to a patient. As part of the check, when the unit discharged the patient received a shock. The customer reported that the ¿patient has had complications but is now recovering.¿